Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified lesion in the mid right coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a mach1 guide catheter to cross the lesion. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.